Manufacturer narrative:
The reported event of undersensing was not confirmed. As received, a complete lead with stylet partially inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported that a patient presented with under-sensing noted on the patient's right ventricular lead. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.